Event description:
The affiliate reported: pediatric patient of 10 months ; pressure changed to 200 mmh20 still there is overdrainage. Pressure confirmation taken vide x-ray at 200 mmh20 shows correctly. Further, surgeon has indicated revision and wants replacement. The shunt was implanted in patient in (B)(6) 2014 by dr (B)(6) and further has been referred to dr (B)(6) because of overdrainage even at 200mmh2o. Exact event date is not confirmed. Only event month was confirmed by sales rep.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming, pressure and reflux tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.